Event description:
It was reported that during an unknown open procedure, the blade was broken off when the device was used for a ligament and the broken piece fell into the patient. No error message was displayed. The broken piece was retrieved from the patient with a forceps. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper tip I blade broken and upper jaw detached, both pieces returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. As reported in the event description it is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.